Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the sets leaked.

Manufacturer narrative:
The customer reported that the sets leaked. The photos provided by the customer revealed leaking on the product. The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Since the physical sample was not provided for evaluation, the failure mode could not be confirmed therefore a root cause and corrective actions could not be identified. This complaint will be closed with no further action. If a sample is received later, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes.